Event description:
It was reported that the patient presented for in clinic follow up. Device interrogation revealed unspecified changes in pacing impedance and capture threshold on the right ventricular (rv) lead. Diagnostic imaging was performed, and lead dislodgement was confirmed. The physician elected to explant and replace the rv lead. The patient condition was stable prior to, during, and after the procedure.